Event description:
Spontaneous from patient to report the needles would not break into her skin to inject medication. Pt did not miss a dose, the issue is with the needles and not the pen itself. No adverse event reported; unknown if needles available for return; unknown lot/expiration. No further information known. Indication: age-related osteoporosis without current pathological fracture needles are used to inject tymlos at above dose/frequency. Reported to (B)(6) by pt/caregiver.